Event description:
Information received with return of the device does not address the patient's clinical status but notes that during the implant procedure after the setscrew was tightened, no output was observed in the bipolar configuration.